Event description:
Info was received that this product was part of a system revision due to infection. The lead was surgically abandoned and out of svc. There were no additional adverse effects reported.